Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a button alarm (alarm 22) while attempting to reset the pump. Customer's blood glucose level was 100 mg/dl. No additional patient or even information available.